Event description:
It was reported that the user experienced blood glucose levels over 400 mg/dl with difficulty thinking clearly, following a stressful event and an early-morning schedule change, and that ilet insulin dosing had stopped for approximately three hours for reasons the user could not recall. Symptoms included hyperglycemia and confusion or disorientation. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings, with insufficient information regarding a device problem and insufficient information on any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.